Event description:
A malfunction alarm was reported by the customer, identified as a software error indicated by the code "malf 0." There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided information on how to handle the malfunction. After the reset, the malfunction did not recur, and the customer was informed to continue using the pump and to call back if the issue reappeared.